Manufacturer narrative:
The insulin pump was received with blank display and constant a tone after inserting battery due to moisture damage on the electronic assembly and on the motor assembly. Unable to verify for a21 alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was 252 mg/dl. The customer reported the display went blank immediately after the moisture exposure. It was also found an unexpected restart alarm occurred after the moisture exposure. The customer also reported a constant tone was occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.